Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous air alarms occurred during a routine hemodialysis treatment which were eventually resolved. Multiple pressure alarms indicative of clotting occurred subsequent to resolution of the air alarms. Red tinged effluent was observed. Treatment was ended without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to clotting of the extracorporeal blood circuit. There is no evidence of a device malfunction. Evaluation of the returned cartridge identified no problems with the blood path components. The user's guide warns that the risk of clotting increases when the blood pump is stopped and failure to respond to clotting may result in exposure to high pressures leading to hemolysis. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.